Event description:
A 64-year-old female patient with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6) 2025. During a review of a medical record received by novocure on (B)(6) 2025, it was noted during an oncology appointment on (B)(6) 2025, that the patient presented with lower extremity weakness and unsteadiness. These symptoms had been present for over five months with a variable presentation. The patient had been discharged from physical therapy the prior month, although due to ongoing lower back pain, poor postural awareness, limited lumbar spine range of motion, reduced core and lower extremity strength, decreased flexibility and gait and balance deficits, further intervention was advised. The patient was prescribed additional skilled physical therapy along with a home exercise program for 12 weeks. It was also noted that the use of the optune gio device impacted the patient's balance, however the patient remained on therapy. Attempts were made to contact the prescribing physician for additional information; however, no response was received.

Manufacturer narrative:
Novocure medical opinion is that the contribution of optune gio device use to the patient´s temporary impairment due to balance disorder, which required skilled physical therapy and therapeutic exercises, cannot be ruled out. Lower back pain, gait disturbance, muscular weakness and mobility decreased were not related to device use. Balance disorder is an expected event with optune gio device use (ef-11 2% and 5% ef-14 optune arm) and is a known complication of the underlying disease.